Event description:
The manufacturer received information alleging a ventilator's entire screen turns totally dark and the screen display cannot be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display needs to be replaced to address the issue. Since less than 1 year is left until the end of the lease term, the device will be returned without repaired.